Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Consequently, the device was explanted and replaced.